Event description:
Customer reported she was hospitalized. Customer stated her blood glucose dropped because she was shopping and hadn't eaten lunch. Customer was unable to bring her glucose up and experienced chest pain. Blood glucose value at the time of admission was 70 mg/dl. No troubleshooting performed as the insulin pump was replaced back on (B)(6) due to a keypad issue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 3004209178-2015-81177 for keypad issue.